Event description:
It was reported that the physician was having trouble interrogating a patient in the clinic. It was reported that the cause of the failure to interrogate was a faulty serial cable and that no patients were affected since the physician replaced the serial cable. No additional relevant information has been received to date.

Event description:
It was reported that after a company representative performed troubleshooting it was determined that the serial cable was the causing the failure to interrogate event. The faulty serial cable was discarded following the troubleshooting. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.